Event description:
It was reported that the insulin pump had a frozen screen and unresponsive buttons. The blood glucose reading was 98 mg/dl. The customer stated that the insulin pump alarmed low reservoir and weak battery prior to exhibiting the keypad anomaly. Advised replacement of the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.